Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/19/2025, it was reported that the user was unable to select the ¿yes¿ option when attempting to fill the tubing on their ilet device. A replacement was arranged and overnighted. Blood glucose was unaffected. No symptoms, external assistance, or medical intervention occurred.